Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 7:03 p.m., the customer obtained a blood glucose reading of 87 mg/dl on a contour next meter. At 7:10 p.m., the customer performed a retesting on a contour next ez meter and obtained a reading with the display "high". The difference between the readings can fall in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event alleged. The customer has been advised to return the product for evaluation. Replacement meters were sent to the customer.